Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and death occurred. In (B)(6) 2012, the patient presented due to unstable angina and mi. Subsequently, cardiac catheterization and index procedure were performed. The target lesion was an in-stent restenotic ostial lesion located in the left main coronary artery (lmca) with 75% stenosis and was 3.0 mm long with a reference vessel diameter of 5 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 12 mm promus element plus stent. Following post dilatation the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to shortness of breath and was hospitalized the same day. Simultaneously, elevated cardiac enzyme values were observed and patient was diagnosed of myocardial infarction. Electrocardiogram revealed sinus rhythm and left bundle branch block with usual anterolateral st-t changes along with small r-waves in anteroseptal leads. Three days from admission, the patient became bradycardic and apneic. Cardiopulmonary resuscitation (CPR) was performed and advanced cardiovascular life support (acls) was also initiated for asystole, pulseless electrical activity(pea), bradycardia, tachycardia. However, no improvement was noted to the patient's condition. The patient expired on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event, the patient was also diagnosed with other multiple medical problems like carotid artery disease, right pleural effusion with pneumonia, confusion secondary to multifactorial anemia and chronic kidney disease (ckd) for which necessary cardiology, neurology, pulmonary and nephrology consultations were obtained. Two days from admission, the patient underwent transthoracic echocardiography which revealed increase in the degree of mitral and tricuspid regurgitation with ejection fraction (ef) 20-25%. Patient's antiplatelet medication was ongoing from post index procedure to the point of death. In addition, per death summary, the cause of death was acute myocardial infarction. Death certificate is not available; autopsy was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).